Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic splenectomy procedure, while applying the device to the detached tissue, the surgeon was able to press the green button, but was not able to squeeze the handle. The device did not fire. A new device was used to resolve the issue and complete the case. There was no patient injury.